Manufacturer narrative:
The hill-rom technician found the left patient head control button needed to be cleaned. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned the left patient head control button to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed was going up on its own without using the buttons. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).